Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown, unknown-unknown stem-unknown, unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01331. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the available records identified the following: left total hip arthroplasty with superior dislocation of the femoral head and possible impaction injury of the superior acetabulum. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.